Manufacturer narrative:
H3:product analysis #(B)(4):part # 436013c;lot # ca24j403 visual and optical inspection did not reveal any damage to the teeth/gears or the outer surface of the centerpiece. Functional inspe ction revealed the centerpiece was able to expand and collapse and hold its position once the body set screw was tightened. The implant appears to function as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from various sources regarding a patient underwent a cervical corpectomy procedure for spinal tumor. It was reported that after selecting the appropriate size, the surgeon impacted the implant into the surgical site. However, during attempts to distract and fixate the device, effective stability could not be achieved after multiple trials. The implant continued to exhibit migration (movement) within the site. Consequently, the unstable implant was removed, and a new implant of the same size was inserted. The procedure was then completed successfully without further complications. No patient symptoms or complications associated with this event.